Event description:
It was reported that pump screen stayed dark and would not turn on, and caller experienced extreme difficulty pressing button and needed multiple presses to turn on pump screen even after it briefly worked. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, followed instructions to press button and confirmed screen could turn on but button remained very hard to press, so technical support arranged pump replacement under warranty, confirmed shipping address, instructed customer to place current pump in storage mode before return, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump while continuing to use current pump until replacement arrived.